Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed testing. No additional info received on what test failed. Additional evaluation performed and it was determined that the device failed testing due to the active exhalation purge valve being closed. The active exhalation control module was replaced to address the issue.